Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2018 a reporter contacted animas alleging that a patient had experienced hyperglycemic events while on the pump. The reporter stated that the patient had a blood glucose of up to 600 mg/dl with symptoms of extreme drowsiness. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient was getting occlusion alarms in the middle of the night. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of occlusion alarms.